Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? How was the suture tied (square knot or multiple knots one end)? On what tissue was the suture used? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done.

Event description:
It was reported that an animal underwent unknown procedure on unknown date and suture was used. Post- operatively approximately one week, the suture broke in the middle.

Manufacturer narrative:
Pc-(B)(4). Representative samples were returned for evaluation. During the visual inspection of the representative samples, no defects were found on the package. The samples were opened and the swage and attachment area of the needle were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The needle/suture combination was tested by knot tensile strength and the results is above the minimum individual strength requirement. Per the condition of the representative samples, no performance - breakage suture ¿ post op was found on the strand and the tested suture met the finished goods requirements. Additional information was requested and the following was obtained: what was the name of the initial procedure? Overiohysterctomy. What was the date of the initial procedure? (B)(4) 2018. How was the suture tied (square knot or multiple knots one end)? Surgical knot at the end on what tissue was the suture used? Ovaries, abdominal wall (muscle/fascia), skin. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Nothing abnormal was noticed during surgery. The patient demographic info: age, gender, weight, bmi at the time of index procedure cat (felis silvestrus catus), female, 6 months old. Weight is unknown and bmi is n/a in cats.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018.